Event description:
At 4:11 a.m., the customer obtained a blood glucose reading of 87 mg/dl on a contour next ez meter. Upon retesting, at 4:19 a.m., on the contour next meter, the reading was 176 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.